Manufacturer narrative:
Additional information provided: d.11 the customer¿s report of a channel malfunction ¿ secondary back flow into primary was not confirmed. Physical inspection of the device noted the instrument seal not intact. Analysis of the pump module event log shows pump module s/n (B)(6) was programmed to run a primary infusion at 10ml/hr with a vtbi of 150ml with a secondary infusion programmed to run at 25ml/hr with a vtbi of 115ml at 5:18 am on (B)(6) 2019. The infusion ran until 5:53 am when the device was channeled off. Functional testing performed found the device delivering fluid within specification. The disposable sets were not returned for investigation and backflow from the secondary into the primary could not be verified. The root cause of the customer¿s report of a channel malfunction ¿ secondary back flow into primary was not identified.

Event description:
It was reported that zosyn 4.5gms/100ml a secondary infusion was initiated at 0519 and carrier fluid manually programmed at 10 ml/h, vtbi 150 ml. Upon entering room around 0545, rn noticed that the entire bag of antibiotics was empty, despite a rate of 25ml/hr. Further assessment showed that the primary infusion of ns infusing had a remaining volume of 100ml of extra volume then it had previously( amount not provided). The infusion was stopped and the charge rn notified to assess situation to determine a cause. The rn stated that all clamps were open, and antibiotic had been dripping appropriately before rn left the room when initially hanging antibiotic. As no cause could be determined the rn called overnight pharmd to determine what to do about the antibiotic infusion and said; " to run the primary infusion bag (mixed with ns and zosyn) over 1 hr." The rn removed the device and started the ns/zosyn bag to run over a hr., once completed the ¿tubing will be changed out". The customer stated that there was no patient harm .

Manufacturer narrative:
The customer¿s report of a channel malfunction ¿ secondary back flow into primary was not confirmed. Physical inspection of the device noted the instrument seal not intact. Analysis of the pump module event log shows pump module s/n (B)(4) was programmed to run a primary infusion at 10ml/hr with a vtbi of 150ml with a secondary infusion programmed to run at 25ml/hr with a vtbi of 115ml at 5:18 am on (B)(6) 2019. The infusion ran until 5:53 am when the device was channeled off. Functional testing performed found the device delivering fluid within specification. The disposable sets were not returned for investigation and backflow from the secondary into the primary could not be verified. The root cause of the customer¿s report of a channel malfunction ¿ secondary back flow into primary was not identified.

Event description:
It was reported that zosyn 4.5gms/100ml secondary infusion running at 25ml/hr was initiated at 0519 and normal saline primary infusion manually programmed at 10 ml/h, vtbi 150 ml. Upon entering room around 0545, the nurse noticed that the entire bag of antibiotics was empty, despite a rate of 25ml/hr. Further assessment showed that the primary infusion of ns infusing had a remaining extra volume of 100ml than it had previously ( amount not provided). The infusion was stopped and the charge nurse notified to assess the situation to determine a cause. The nurse stated that all clamps were open, and the antibiotic had been dripping appropriately before leaving the room upon initiation of the zosyn infusion. As no cause could be determined, the nurse called the overnight pharmd to determine what to do about the antibiotic infusion and it was determined to run the primary infusion bag (mixed with ns and zosyn) over 1 hr. The rn removed the device and started the ns/zosyn bag to run over a hr; once completed the tubing was to be changed. The customer stated that there was no patient harm.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient demographics requested however customer decline to answer.

Event description:
It was reported that zosyn 4.5gms/100ml a secondary infusion was initiated at 0519 and carrier fluid manually programmed at 10 ml/h, vtbi 150 ml. Upon entering room around 0545, rn noticed that the entire bag of antibiotics was empty, despite a rate of 25ml/hr. Further assessment showed that the primary infusion of ns infusing had a remaining volume of 100ml of extra volume then it had previously( amount not provided). The infusion was stopped and the charge rn notified to assess situation to determine a cause. The rn stated that all clamps were open, and antibiotic had been dripping appropriately before rn left the room when initially hanging antibiotic. As no cause could be determined the rn called overnight pharmd to determine what to do about the antibiotic infusion and said; " to run the primary infusion bag (mixed with ns and zosyn) over 1 hr." The rn removed the device and started the ns/zosyn bag to run over a hr., once completed the ¿tubing will be changed out". The customer stated that there was no patient harm .